Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. One (1) controller ((B)(6)) and three (3) batteries ((B)(6)) were returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports; this is an additional finding not related to the reported event and likely due to the handling of the device. Functional testing revealed that the no power alarm sounded as intended. Additionally, the controller¿s display performed as intended; no anomalies were observed. Internal visual inspection revealed a crack on standoff post five (5) within the controller housing. The observed crack is an additional finding, not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Log file analysis associated with (B)(6) revealed six (6) controller power up events, with four (4) associated pump start events, were logged between (B)(6) 2024 at 03:59:33 and (B)(6) 2024 at 07:12:01, indicating losses of power to the controller. The controller was without power for an average of thirteen (13) seconds per loss of power. No anomalies were recorded leading up to the losses of power. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 10:37:40, indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. When the co ntroller powers up following a loss of power, the led indicators for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. It is likely that the controller power up event corresponds the reported ¿controller screen turns red¿, as described in the event details. Log file analysis associated with (B)(6) revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 12:12:44, indicating that the controller was powered on without the driveline connected. Failure analysis of the batteries revealed that the returned devices passed visual inspection and functional testing. Internal visual inspection of the batteries did not reveal any abnormalities. Log file analysis did not reveal any anomalies involving the batteries within the analyzed period. The reported loss of power and "controller screen turns red" events were confirmed. The reported display error and no sound alarm events could not be confirmed. The vad stop event could not be confirmed; however, it is likely that the losses of power were perceived as the reported vad stop events. A possible cause of the reported display error and no sound alarm events could not be determined because the returned device tested within specification and the issues could not be duplicated. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 28-feg-2022 / serial or lot#: (B)(6) / d9: no / h3: no / h4: mfg date: 22-feb-2021 / h5: no / d1: heartware ventricular assist system ¿ battery / d4: model#: 1650 / catalog#: 1650 / expiration date: 31-aug-2024 / serial or lot#: (B)(6) / d9: no / h3: no / h4: mfg date: 09-aug-2023 / h5: no / d1: heartware ventricular assist system ¿ battery / d4: model#: 1650 / catalog#: 1650 / expiration date: 31-aug-2024 / serial or lot#: (B)(6) / d9: no / h3: no / h4: mfg date: 09-aug-2023 / h5: no / d1: heartware ventricular assist system ¿ battery / d4: model#: 1650 / catalog#: 1650 / expiration date: 31-aug-2024 / serial or lot#: (B)(6) / d9: no / h3: no / h4: mfg date: 09-aug-2023 / h5: no / d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, when the patient disconnects batteries from the controller, the controller exhibits a loss of power and the ventricular assist device (vad) stops which results in the patient experiencing syncopal episodes. The patient and caregiver deny that there were double disconnects of power sources. It was also reported that the controller screen turns red without an audible alarm. The vad remains in use and the controller and batteries were exchanged. No further patient complications have been reported as a result of this event.